Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert while using an infusion set, which was resolved after performing a full supply change as part of troubleshooting and education. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact and no hospitalization. Investigation included user-guided troubleshooting that identified an occlusion and confirmed resolution following replacement of disposable components. Investigation of this case revealed an occlusion associated with the infusion set that was corrected by replacing the set, consistent with an insulin flow obstruction resolved by supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable infusion set occlusion with no residual device issue.